Event description:
It was reported that the device was used during a laparoscopic hysterectomy. The metal clip was closed on the uterine artery, after the clip was closed down completely, it was visually seen that the clip reopened on itself. A reuseable device was used to complete the case. No adverse consequence to the pt was reported.

Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time.